Event description:
It was reported that the patient presented in clinic for routine follow-up. The pulse generator could not be interrogated using radiofrequency. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.